Event description:
It was reported that prior to use with bd vacutainer® flashback blood collection needle the needle breaks off when connecting the tube. The following information was provided by the initial reporter, translated from chinese to english: phase: before blood collection. Defect: the needle breaks when connecting the blood collection tube. Quantity: 1 piece. Effects: no effect on patients and users.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-23. H.6. Investigation summary: bd received 1 sample and 1 photo for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub - cannula breakage was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for hub - cannula breakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub - cannula breakage. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® flashback blood collection needle the needle breaks off when connecting the tube. The following information was provided by the initial reporter, translated from chinese to english: phase: before blood collection. Defect: the needle breaks when connecting the blood collection tube. Quantity: 1 piece. Effects: no effect on patients and users.